Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the capture threshold for the right ventricular lead was greater than 6.0 v. Lead repositioning was planned.